Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 lead implanted: (B)(6) 2015; 407652 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that within one month of implant, the in-clinic threshold was noted to have elevated. X-ray showed that the lead had pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the event was related to the lead and the implant procedure. The patient was noted to be part of the adaptresponse study.